Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Per gore tag thoracic endoprosthesis instruction for use (IFU): the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta.

Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an anastomotic aneurysm at the proximal anastomosis site of the vascular graft using gore tag thoracic endoprosthesis. Previously, the pt had a vascular graft replacement of the descending aorta due to a thoracic aneurysm. To treat the anastomotic aneurysm, debranching surgery was performed to keep blood flows into the left subclavian artery, left common carotid artery (lcca), and right common carotid artery, and then the physician placed 2 tag devices from the arch to the vascular graft. On an unk date in (B)(6) 2012, f/u CT revealed retrograde aortic dissection. It seemed that the entry-hole was around the tag flare. And there were two situations: the anastomosis site of the debranching graft at the ascending aorta was carried away with the false channel separated from the true lumen. The dissection extended to near the aortic valve. On (B)(6) 2012, the physician created two new bypasses from the femoral arteries to the common carotid arteries on both sides. To prevent the retrograde flow into the false lumen, two contralateral legs were implanted in the initial debranching bypass graft. Proximal ligation of lcca was also performed. After that, two tag devices were implanted in the true lumen to treat the dissection. The physician didn't perform proximal touch-up ballooning because the dissection was close to the aortic valve. For the proximal type 1 endoleak, the physician decided to take a wait and watch approach. The physician couldn't conclude whether the dissection was caused by the tag flare or by the vascular clamping during the debranching surgery.